Event description:
The customer reported the act 5 diff instrument recovering erroneous high mono% results as compared to results rerun on the same day on the same instrument . The results that were considered correct recovered lower mo% results and were verified with the manual slide review. There was no death, injury or affect to patient treatment in connection with this event. Review of the control results provided indicated the low control, the normal control and the high control recovered in range for the differential parameters. Review of the patient results indicates the instrument was recovering high mo% on all three patients. There was a manual differential submitted on one patient ((B)(6)) to demonstrate the manual diff mo% count was within range of the automated differential. The instrument also generated instrument flags on 2 patients to alert the operator to review the results. One patient ((B)(6)) sample did not generate instrument flags.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the entire reagent syringe assembly and the syringe block and resolved the issue with the high mo% results reported by the customer. Upon recur, the failure mode identified is likely to generate erroneous results for cbc and differential parameters. (B)(4).